Event description:
A patella resurfacing was reported. A scorpio insert was revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation since it was discarded by the hospital. Device history review indicated that the reported lot was manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other events for the reported lot. The nature and exact cause of the event could not be determined because limited information was provided. Device discarded.